Manufacturer narrative:
This case was initially received via regulatory authority (ansm - health authorities in france, reference number: r1913986) on 07-aug-2019. The most recent information was received on 13-aug-2019. This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ('one implant is no longer in the fallopian tube since the beginning (not located during control x-ray)') and multiple sclerosis ('multiple sclerosis') in a 42-year-old female patient who had essure (batch no. 915879, 810882) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced multiple sclerosis (seriousness criterion medically significant). In 2018, the patient experienced hypothyroidism ("hypothyroidism"). On an unknown date, the patient experienced abdominal pain ("cramps for several years"), musculoskeletal pain ("muscle and joint pain"), disturbance in attention ("decline in concentration"), alopecia ("significant loss of hair") and visual acuity reduced ("decline in visual acuity (other than that related to age)"). The patient was treated with surgery (device removal planned, possibly with a hysterectomy). At the time of the report, the device dislocation, multiple sclerosis and hypothyroidism had not resolved and the abdominal pain, musculoskeletal pain, disturbance in attention, alopecia and visual acuity reduced outcome was unknown. The reporter provided no causality assessment for abdominal pain, alopecia, device dislocation, disturbance in attention, hypothyroidism, multiple sclerosis, musculoskeletal pain and visual acuity reduced with essure. The reporter commented: following the implantation of essure, the patient felt many physical signs that the medical profession did not associate with these implants. For several years, she frequently had cramps, muscle and joint pain, a decline in concentration, a decline in visual acuity (other than that related to age), a significant loss of hair. She had multiple sclerosis diagnosed in (B)(6) 2016. She had hypothyroidism that started about a year before the time of the report. At the time of the report, the patient was treated by a doctor for the explantation of these implants (surgery expected within a few weeks). Diagnostic results (normal ranges are provided in parenthesis if available): blood test - in 2019: to test levels of heavy metals (ongoing, results not provided). Nuclear magnetic resonance imaging abdominal - in 2019: planned to locate the 3 implants. Scan - in 2019: planned to locate the 3 implants. X-ray - in 2012: position control: one implant not in the fallopian tube. Lot number:810882 manufacture date: 2010-12 expiration date: 2013-12 , lot number:915879 manufacture date: 2011-10 expiration date: 2014-10 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-aug-2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm - health authorities in france, reference number: (B)(4)) on 07-aug-2019. The most recent information was received on 07-oct-2021. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('one implant no longer in the fallopian tube since the beginning (not located during control x-ray)/ migration of one insert outside the tube, close to the iliac vessels, in the serous mucosa of sigmoid, adjacent to terminal part of the colon') in a 42-year-old female patient who had essure (batch no. 915879, 810882) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "placement of 2 inserts on left side". The patient's medical history included parity in 2000. Previously administered products included for an unreported indication: tt 380 in 2005. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced multiple sclerosis ("multiple sclerosis"). In 2018, the patient experienced hypothyroidism ("hypothyroidism"). On an unknown date, the patient experienced abdominal pain ("cramps for several years"), back pain ("lumbar pain"), vaginal discharge ("leukorrhea with pruritus") with vulvovaginal pruritus, adenomyosis ("major adenomyosis / uterine adenomyosis"), adnexa uteri cyst ("numerous bilateral paratubal cysts"), cervical polyp ("fibromucosal polyps of the endocervix"), musculoskeletal pain ("muscle and joint pain"), urinary tract infection ("urinary infections"), urinary incontinence ("urinary leaks"), alopecia ("significant loss of hair"), visual acuity reduced ("decline in visual acuity (other than that related to age)"), memory impairment ("memory disorders"), disturbance in attention ("decline in concentration"), migraine ("migraines, headaches"), fatigue ("disabling fatigue"), allodynia ("allodynia / mechanical, right thigh"), nasal disorder ("ent disorders"), ear disorder ("ent disorders"), pharyngeal disorder ("ent disorders"), medical device site granuloma ("granulomas found in the tubal horn region and serous mucosa of the sigmoid (containing essure)"), arthralgia ("arthralgia: both wrists, elbows, left shoulder, right hip, both ankles"), myalgia ("muscle pain, both forearms, right thigh"), dizziness ("dizziness") and metal poisoning ("heavy metals poisoning"). The patient was treated with surgery (device removal by total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation had resolved, the abdominal pain, back pain, vaginal discharge, adenomyosis, adnexa uteri cyst, cervical polyp, musculoskeletal pain, urinary tract infection, urinary incontinence, alopecia, visual acuity reduced, migraine, fatigue, allodynia, nasal disorder, ear disorder, pharyngeal disorder, medical device site granuloma, arthralgia, myalgia and metal poisoning outcome was unknown, the multiple sclerosis and hypothyroidism had not resolved and the memory impairment and disturbance in attention was resolving. The reporter considered abdominal pain, adenomyosis, adnexa uteri cyst, allodynia, alopecia, arthralgia, back pain, cervical polyp, device dislocation, disturbance in attention, dizziness, ear disorder, fatigue, hypothyroidism, medical device site granuloma, memory impairment, metal poisoning, migraine, multiple sclerosis, musculoskeletal pain, myalgia, nasal disorder, pharyngeal disorder, urinary incontinence, urinary tract infection, vaginal discharge and visual acuity reduced to be related to essure. The reporter commented: following the implantation of essure, the patient felt many physical signs that the medical profession did not associate with these implants. For several years, she frequently had cramps, muscle and joint pain, a decline in concentration, a decline in visual acuity (other than that related to age), a significant loss of hair. She had multiple sclerosis diagnosed in (B)(6) 2016. She had hypothyroidism that started about a year before the time of the report. After essure removal, the patient noticed improvement of her physical and psychic health, notably for the concentration and memory disorders. According to the surgeon, the patient complained about all signs of heavy metals poisoning. Anatomo-pathological analysis found fibromucosal polyps of the endocervix with slight inflammatory changes, an uterine adenomyosis, and bilateral paratubal cysts. No sign of malignancy. Description of insertion procedure of essure: on the left, however, the branch of the iud goes back into the horn. We move this iud slightly and set up an essure system. Unfortunately the iud goes up a bit with the essure system and we are forced to place a second spring system on the left. The rest of the visualization of the abdominal cavity does not add anything new and the iud is necessarily removed because the thread is curled up in the bottom of the cavity. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy - in 2019: 30 particles of tin in the left uterine horn adjacent to the essure insertion. Blood test - in 2019: to test levels of heavy metals (ongoing, results not provided). Magnetic resonance imaging abdominal - in 2019: planned to locate the 3 implants; in 2019: migration of one insert outside the tube and closed to the iliac vessels, major adenomyosis. Pathology test - in 2019: adenomyosis and numerous paratubal cysts. Granulomas were found in the tubal horn region as well as in the serous mucosa of the sigmoid which contained the essure insert. Scan - in 2019: planned to locate the 3 implants. X-ray - in 2012: position control: one implant not in the fallopian tube. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-oct-2021: lab data updated; description of insertion of essure added. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (afssaps, reference number: (B)(4)) on 07-aug-2019. The most recent information was received on 18-nov-2021. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('one implant no longer in the fallopian tube since the beginning (not located during control x-ray)/ migration of one insert outside the tube, close to the iliac vessels, in the serous mucosa of sigmoid, adjacent to terminal part of the colon') in a 42-year-old female patient who had essure (batch no. 915879, 810882) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use error "no removal of the iud during insertion in case of discomfort in the left horn,placement of a second implant at the same time." On (B)(6) 2012, device use issue "no removal of the iud during insertion in case of discomfort in the left horn,placement of a second implant at the same time." On (B)(6) 2012, device monitoring procedure not performed "lack of control of the inserter / absence of a plain abdomen x-ray in immediate post op / no reading of the plain abdomen x-ray control at three months" and device use issue "placement of 2 inserts on left side". The patient's medical history included fibroadenoma of breast in 1995, parity 2 (in 1995, vaginal term delivery, birth of a male child weighing 3100g, and in 2000, vaginal term delivery, birth of a female child weighing 2900g, in good health, both in good health), primary tuberculous infection (treated at the age of 10 years), congenital strabismus and diplopia. Previously administered products included for an unreported indication: tt 380 in 2005 and copper iud in 2000. Family history included colon cancer and alzheimer's disease. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and complication of device insertion ("one implant no longer in the fallopian tube since the beginning (not located during control x-ray)/ migration of one insert outside the tube, close to the iliac vessels, in the serous mucosa of sigmoid, adjacent to terminal part of the colon"). In 2015, the patient experienced pyelonephritis ("pyelonephritis, recurrent"). In (B)(6) 2016, the patient experienced relapsing-remitting multiple sclerosis ("multiple sclerosis / relapsing-remitting multiple sclerosis"). In 2018, the patient experienced hypothyroidism ("hypothyroidism"). On (B)(6) 2019, the patient experienced hypoaesthesia ("a fluctuating numbness of the lateral aspect of the left foot up to the small toe. There is no limit to the walking perimeter.") And skin hypertrophy ("sensation of cardboard skin in the pulp of the left little finger"). On an unknown date, the patient experienced pelvic pain ("pelvic pain"), abdominal pain ("cramps for several years"), dysmenorrhoea ("dysmenorrhea"), back pain ("lumbar pain"), menstrual disorder ("menstrual disorders"), vaginal discharge ("leukorrhea with pruritus") with vulvovaginal pruritus, medical device site granuloma ("granulomas found in the tubal horn region and serous mucosa of the sigmoid (containing essure)"), adenomyosis ("major adenomyosis / uterine adenomyosis / uterine endometriosis"), adnexa uteri cyst ("numerous bilateral paratubal cysts"), cervical polyp ("fibromucosal polyps of the endocervix"), visual acuity reduced ("decline in visual acuity (other than that related to age)"), dizziness ("dizziness"), migraine ("migraines, headaches"), fatigue ("disabling fatigue"), alopecia ("significant loss of hair"), arthralgia ("arthralgia: both wrists, elbows, left shoulder, right hip, both ankles"), myalgia ("muscle pain, both forearms, right thigh"), allodynia ("allodynia / mechanical, right thigh"), nasal disorder ("ent disorders"), ear disorder ("ent disorders"), pharyngeal disorder ("ent disorders"), ligamentitis ("anterior cruciate ligament inflammatory"), metal poisoning ("heavy metals poisoning"), urinary tract infection ("urinary infections"), urinary incontinence ("urinary leaks"), memory impairment ("memory disorders") and disturbance in attention ("decline in concentration"). The patient was treated with interferon beta-1a (avonex), levothyroxine sodium (levothyrox) and surgery (device removal by total hysterectomy and bilateral salpingectomy on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation and pelvic pain had resolved, the abdominal pain, dysmenorrhoea, back pain, menstrual disorder, vaginal discharge, medical device site granuloma, adenomyosis, adnexa uteri cyst, cervical polyp, visual acuity reduced, migraine, fatigue, alopecia, arthralgia, myalgia, allodynia, hypoaesthesia, nasal disorder, ear disorder, pharyngeal disorder, ligamentitis, skin hypertrophy, metal poisoning, pyelonephritis, urinary tract infection, urinary incontinence and complication of device insertion outcome was unknown, the relapsing-remitting multiple sclerosis and hypothyroidism had not resolved and the memory impairment and disturbance in attention was resolving. The reporter considered abdominal pain, adenomyosis, adnexa uteri cyst, allodynia, alopecia, arthralgia, back pain, cervical polyp, complication of device insertion, device dislocation, disturbance in attention, dizziness, dysmenorrhoea, ear disorder, fatigue, hypoaesthesia, hypothyroidism, ligamentitis, medical device site granuloma, memory impairment, menstrual disorder, metal poisoning, migraine, myalgia, nasal disorder, pelvic pain, pharyngeal disorder, pyelonephritis, relapsing-remitting multiple sclerosis, skin hypertrophy, urinary incontinence, urinary tract infection, vaginal discharge and visual acuity reduced to be related to essure. The reporter commented: following the implantation of essure, the patient felt many physical signs that the medical profession did not associate with these implants. For several years, she frequently had cramps, muscle and joint pain, a decline in concentration, a decline in visual acuity (other than that related to age), a significant loss of hair. She had multiple sclerosis diagnosed in (B)(6) 2016. She had hypothyroidism that started about a year before the time of the report. After essure removal, the patient noticed improvement of her physical and psychic health, notably for the concentration and memory disorders. According to the surgeon, the patient complained about all signs of heavy metals poisoning. Anatomo-pathological analysis found fibromucosal polyps of the endocervix with slight inflammatory changes, an uterine adenomyosis, and bilateral paratubal cysts. No sign of malignancy. Description of insertion procedure of essure: on the left, however, the branch of the iud goes back into the horn. We move this iud slightly and set up an essure system. Unfortunately the iud goes up a bit with the essure system and we are forced to place a second spring system on the left. The rest of the visualization of the abdominal cavity does not add anything new and the iud is necessarily removed because the thread is curled up in the bottom of the cavity. On (B)(6) 2020, no new neurological event. Well tolerated treatment. The MRI of (B)(6) 2020 is stable compared to previous examinations. An MRI of (B)(6) 2021 also shows the stability of the lesions observed. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy - in 2019: 30 particles of tin in the left uterine horn adjacent to the essure insertion. Blood test - in 2019: to test levels of heavy metals (ongoing, results not provided). Magnetic resonance imaging abdominal - in 2019: planned to locate the 3 implants; in 2019: migration of one insert outside the tube and closed to the iliac vessels, major adenomyosis. Magnetic resonance imaging head - on (B)(6) 2018: a decrease in the size of the main right frontal lesion. Increase in size of an upper left parietal lesion and appearance of a new right parietal lesion and brainstem protuberance. No sign of lesion activity after injection. Pathology test - in 2019: adenomyosis and numerous paratubal cysts. Granulomas were found in the tubal horn region as well as in the serous mucosa of the sigmoid which contained the essure insert. Scan - in 2019: planned to locate the 3 implants. Specialist consultation - in 2019: the patient describes the resolution of pelvic pain since the hysterectomy. She no longer presents any functional signs. A 12 cm long, perfectly healed, pubic pfannenstiel scar, concealed in the hair.. X-ray - in 2012: position control: one implant not in the fallopian tube. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-nov-2021: the following information was included: medical history, family history, historical drug, lab data, other treatment product, events: pyelonephritis, ligament inflammation, numbness in feet, pelvic pain female, skin thickening, menstrual disorders, dysmenorrhea, inappropriate insertion of multiple contraceptive devices, complication of device insertion, device monitoring procedure not performed, multiple sclerosis updated to relapsing-remitting multiple sclerosis, device dislocation into abdominal cavity onset date updated from 2012 to (B)(6) 2012. Musculoskeletal pain was deleted and replaced with specific information. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm - health authorities in france, reference number: (B)(4)) on 07-aug-2019. The most recent information was received on 29-sep-2020. . This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('one implant is no longer in the fallopian tube since the beginning (not located during control x-ray)/ migration of one insert, outside the tube and close to the iliac vessels, in the serous mucosa of sigmoid, adjacent to the terminal part of the col') and multiple sclerosis ('multiple sclerosis') in a 42-year-old female patient who had essure (batch no. 915879, 810882) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "placement of 2 inserts on left side". The patient's previously administered products included for an unreported indication: iud. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced multiple sclerosis (seriousness criterion medically significant). In 2018, the patient experienced hypothyroidism ("hypothyroidism"). On an unknown date, the patient experienced abdominal pain ("cramps for several years"), musculoskeletal pain ("muscle and joint pain"), disturbance in attention ("decline in concentration"), alopecia ("significant loss of hair"), visual acuity reduced ("decline in visual acuity (other than that related to age)"), memory impairment ("memory disorders"), migraine ("migraines, headaches"), urinary tract infection ("urinary infections"), urinary incontinence ("urinary leaks"), back pain ("lumbar pain"), crush injury ("crushing and disabling fatugue"), fatigue ("crushing and disabling fatugue"), allodynia ("allodynia"), nasal disorder ("ent disorders"), ear disorder ("ent disorders"), pharyngeal disorder ("ent disorders"), adenomyosis ("major adenomyosis"), fallopian tube cyst ("numerous paratubal cysts") and granuloma ("granulomas were found in the tubal horn region as well as in the serous mucosa of the sigmoid"). The patient was treated with surgery (device removal by total hysterectomy and bilateral salpingectomy on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation had resolved, the multiple sclerosis and hypothyroidism had not resolved, the abdominal pain, musculoskeletal pain, alopecia, visual acuity reduced, migraine, urinary tract infection, urinary incontinence, back pain, crush injury, fatigue, allodynia, nasal disorder, ear disorder, pharyngeal disorder, adenomyosis, fallopian tube cyst and granuloma outcome was unknown and the disturbance in attention and memory impairment was resolving. The reporter considered abdominal pain, adenomyosis, allodynia, alopecia, back pain, crush injury, device dislocation, disturbance in attention, ear disorder, fallopian tube cyst, fatigue, granuloma, hypothyroidism, memory impairment, migraine, multiple sclerosis, musculoskeletal pain, nasal disorder, pharyngeal disorder, urinary incontinence, urinary tract infection and visual acuity reduced to be related to essure. The reporter commented: following the implantation of essure, the patient felt many physical signs that the medical profession did not associate with these implants. For several years, she frequently had cramps, muscle and joint pain, a decline in concentration, a decline in visual acuity (other than that related to age), a significant loss of hair. She had multiple sclerosis diagnosed in (B)(6) 2016. She had hypothyroidism that started about a year before the time of the report. After essure removal, the patient noticed improvement of her physical and psychic health, notably for the concentration and memory disorders. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy - in 2019: 30 particles of tin in the left uterine horn adjacent to the essure insertion. Blood test - in 2019: to test levels of heavy metals (ongoing, results not provided). Magnetic resonance imaging abdominal - in 2019: planned to locate the 3 implants; in 2019: migration of one insert outside the tube and closed to the iliac vessels, major adenomyosis. Pathology test - in 2019: adenomyosis and numerous paratubal ysts. Granulomas were found in the tubal horn region as well as in the serous mucosa of the sigmoid which contained the essure insert. Scan - in 2019: planned to locate the 3 implants. X-ray - in 2012: position control: one implant not in the fallopian tube. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-sep-2020: information added: reporter (lawyer), lab data, essure removal date, adverse events urinary infections, urinary leaks, lumbar pain, crushing and disability, ent disorders, allodynia, significant hair loss /alopecia, major adenomyosis, placement of 2 inserts on left side, numerous paratubal cysts, granulomas were found in the tubal horn region as well as in the serous mucosa of the sigmoid. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm - health authorities in france, reference number: (B)(4)) on 07-aug-2019. The most recent information was received on 05-oct-2020. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('one implant is no longer in the fallopian tube since the beginning (not located during control x-ray)/ migration of one insert, outside the tube and close to the iliac vessels, in the serous mucosa of sigmoid, adjacent to the terminal part of the col') and multiple sclerosis ('multiple sclerosis') in a 42-year-old female patient who had essure (batch no. 915879, 810882) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "placement of 2 inserts on left side". The patient's previously administered products included for an unreported indication: iud. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced multiple sclerosis (seriousness criterion medically significant). In 2018, the patient experienced hypothyroidism ("hypothyroidism"). On an unknown date, the patient experienced abdominal pain ("cramps for several years"), musculoskeletal pain ("muscle and joint pain"), disturbance in attention ("decline in concentration"), alopecia ("significant loss of hair"), visual acuity reduced ("decline in visual acuity (other than that related to age)"), memory impairment ("memory disorders"), migraine ("migraines, headaches"), urinary tract infection ("urinary infections"), urinary incontinence ("urinary leaks"), back pain ("lumbar pain"), crush injury ("crushing and disabling fatigue"), fatigue ("crushing and disabling fatigue"), allodynia ("allodynia"), nasal disorder ("ent disorders"), ear disorder ("ent disorders"), pharyngeal disorder ("ent disorders"), adenomyosis ("major adenomyosis"), adnexa uteri cyst ("numerous paratubal cysts") and granuloma ("granulomas were found in the tubal horn region as well as in the serous mucosa of the sigmoid"). The patient was treated with surgery (device removal by total hysterectomy and bilateral salpingectomy on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation had resolved, the multiple sclerosis and hypothyroidism had not resolved, the abdominal pain, musculoskeletal pain, alopecia, visual acuity reduced, migraine, urinary tract infection, urinary incontinence, back pain, crush injury, fatigue, allodynia, nasal disorder, ear disorder, pharyngeal disorder, adenomyosis, adnexa uteri cyst and granuloma outcome was unknown and the disturbance in attention and memory impairment was resolving. The reporter considered abdominal pain, adenomyosis, adnexa uteri cyst, allodynia, alopecia, back pain, crush injury, device dislocation, disturbance in attention, ear disorder, fatigue, granuloma, hypothyroidism, memory impairment, migraine, multiple sclerosis, musculoskeletal pain, nasal disorder, pharyngeal disorder, urinary incontinence, urinary tract infection and visual acuity reduced to be related to essure. The reporter commented: following the implantation of essure, the patient felt many physical signs that the medical profession did not associate with these implants. For several years, she frequently had cramps, muscle and joint pain, a decline in concentration, a decline in visual acuity (other than that related to age), a significant loss of hair. She had multiple sclerosis diagnosed in (B)(6) 2016. She had hypothyroidism that started about a year before the time of the report. After essure removal, the patient noticed improvement of her physical and psychic health, notably for the concentration and memory disorders. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy - in 2019: 30 particles of tin in the left uterine horn adjacent to the essure insertion. Blood test - in 2019: to test levels of heavy metals (ongoing, results not provided). Magnetic resonance imaging abdominal - in 2019: planned to locate the 3 implants; in 2019: migration of one insert outside the tube and closed to the iliac vessels, major adenomyosis. Pathology test - in 2019: adenomyosis and numerous paratubal ysts. Granulomas were found in the tubal horn region as well as in the serous mucosa of the sigmoid which contained the essure insert. Scan - in 2019: planned to locate the 3 implants. X-ray - in 2012: position control: one implant not in the fallopian tube. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-oct-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority afssaps (reference number: (B)(4)) on 07-aug-2019. The most recent information was received on 12-apr-2022. This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device dislocation ("one implant no longer in the fallopian tube since the beginning (not located during control x-ray)/ migration of one insert outside the tube, close to the iliac vessels, in the serous mucosa of sigmoid, adjacent to terminal part of the colon") in a 42 year-old female patient who had essure inserted (lot no. 915879, 810882) for female sterilisation. Additional non-serious events are detailed below. Other product or product use issues identified: complication of device insertion ("one implant no longer in the fallopian tube since the beginning (not located during control x-ray)/ migration of one insert outside the tube, close to the iliac vessels, in the serous mucosa of sigmoid, adjacent to terminal part of the colon" on (B)(6) 2012), several episodes of intentional insertion of multiple contraceptive devices ("no removal of the iud during insertion in case of discomfort in the left horn,placement of a second implant at the same time." On (B)(6) 2012 and "placement of 2 inserts on left side"), inappropriate insertion of multiple contraceptive devices ("no removal of the iud during insertion in case of discomfort in the left horn,placement of a second implant at the same time." On (B)(6) 2012) and device monitoring procedure not performed ("lack of control of the inserter / absence of a plain abdomen x-ray in immediate post op / no reading of the plain abdomen x-ray control at three months"). The patient had a medical history of fibroadenoma of breast in 1995 and diplopia, congenital strabismus, primary tuberculous infection (treated at the age of 10 years) and parity 2 (in 1995, vaginal term delivery, birth of a male child weighing 3100g, and in 2000, vaginal term delivery, birth of a female child weighing 2900g, in good health, both in good health). Previously administered products included: liberte tt 380 standard and copper iud for an unknown indication. The patient had a family history of family history of cancer and familial risk factor. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the day of essure insertion, she experienced device dislocation (seriousness criteria medically important and intervention required). In 2012 she experienced trismus ("she had cramps in her jaw"), muscle spasms ("she had cramps in herright arm") and rotator cuff syndrome ("left shoulder tendonitis"). In 2015 she experienced pyelonephritis ("pyelonephritis, recurrent"). On (B)(6) 2016 she experienced diplopia ("vertical binocular diplopia"). In (B)(6) 2016 she experienced relapsing-remitting multiple sclerosis ("multiple sclerosis / relapsing-remitting multiple sclerosis"). In 2016 she experienced demyelination ("active cerebral demyelinating pathology right and left frontal and left parietal found in MRI"). In 2018 she experienced hypothyroidism ("hypothyroidism"). On (B)(6) 2019 she experienced hypoaesthesia ("a fluctuating numbness of the lateral aspect of the left foot up to the small toe. There is no limit to the walking perimeter.") And skin hypertrophy ("sensation of cardboard skin in the pulp of the left little finger"). Essure was removed on (B)(6) 2019. An unknown time later she experienced pelvic pain ("pelvic pain"), abdominal pain ("cramps for several years"), dysmenorrhoea ("dysmenorrhea"), back pain ("lumbar pain"), menstrual disorder ("menstrual disorders"), vaginal discharge ("leukorrhea with pruritus") with vulvovaginal pruritus, medical device site granuloma ("granulomas found in the tubal horn region and serous mucosa of the sigmoid (containing essure)"), adenomyosis ("major adenomyosis / uterine adenomyosis / uterine endometriosis"), adnexa uteri cyst ("numerous bilateral paratubal cysts"), cervical polyp ("fibromucosal polyps of the endocervix"), visual acuity reduced ("decline in visual acuity (other than that related to age)"), dizziness ("dizziness"), migraine ("migraines, headaches"), fatigue ("disabling fatigue"), alopecia ("significant loss of hair"), arthralgia ("arthralgia: both wrists, elbows, left shoulder, right hip, both ankles"), myalgia ("muscle pain, both forearms, right thigh"), allodynia ("allodynia / mechanical, right thigh"), nasal disorder ("ent disorders"), ear disorder ("ent disorders"), pharyngeal disorder ("ent disorders"), ligamentitis ("anterior cruciate ligament inflammatory"), metal poisoning ("heavy metals poisoning"), urinary tract infection ("urinary infections"), urinary incontinence ("urinary leaks"), memory impairment ("memory disorders") and disturbance in attention ("decline in concentration"). The patient was treated with levothyrox (levothyroxine sodium) and avonex (interferon beta-1a) as well as surgery (device removal by total hysterectomy and bilateral salpingectomy on (B)(6) 2019) and non-drug therapy (shock waves). At the time of the report, the memory impairment and disturbance in attention were resolving, the device dislocation, pelvic pain, trismus and muscle spasms had resolved and the relapsing-remitting multiple sclerosis and hypothyroidism had not resolved. The outcomes for abdominal pain, dysmenorrhoea, back pain, menstrual disorder, vaginal discharge, medical device site granuloma, adenomyosis, adnexa uteri cyst, cervical polyp, visual acuity reduced, dizziness, migraine, fatigue, alopecia, arthralgia, myalgia, allodynia, hypoaesthesia, nasal disorder, ear disorder, pharyngeal disorder, ligamentitis, skin hypertrophy, metal poisoning, pyelonephritis, urinary tract infection, urinary incontinence, rotator cuff syndrome, diplopia and demyelination were unknown. The reporter considered abdominal pain, adenomyosis, adnexa uteri cyst, allodynia, alopecia, arthralgia, back pain, cervical polyp, demyelination, device dislocation, diplopia, disturbance in attention, dizziness, dysmenorrhoea, ear disorder, fatigue, hypoaesthesia, hypothyroidism, ligamentitis, medical device site granuloma, memory impairment, menstrual disorder, metal poisoning, migraine, muscle spasms, myalgia, nasal disorder, pelvic pain, pharyngeal disorder, pyelonephritis, relapsing-remitting multiple sclerosis, rotator cuff syndrome, skin hypertrophy, trismus, urinary incontinence, urinary tract infection, vaginal discharge and visual acuity reduced to be related to essure administration. The reporter commented: following the implantation of essure, the patient felt many physical signs that the medical profession did not associate with these implants. For several years, she frequently had cramps, muscle and joint pain, a decline in concentration, a decline in visual acuity (other than that related to age), a significant loss of hair. She had multiple sclerosis diagnosed in (B)(6) 2016. She had hypothyroidism that started about a year before the time of the report. After essure removal, the patient noticed improvement of her physical and psychic health, notably for the concentration and memory disorders. According to the surgeon, the patient complained about all signs of heavy metals poisoning. Anatomo-pathological analysis found fibromucosal polyps of the endocervix with slight inflammatory changes, an uterine adenomyosis, and bilateral paratubal cysts. No sign of malignancy. Description of insertion procedure of essure: on the left, however, the branch of the iud goes back into the horn. We move this iud slightly and set up an essure system. Unfortunately the iud goes up a bit with the essure system and we are forced to place a second spring system on the left. The rest of the visualization of the abdominal cavity does not add anything new and the iud isnecessarily removed because the thread is curled up in the bottom of the cavity. On (B)(6) 2020, no new neurological event. Well tolerated treatment. The MRI of (B)(6) 2020 is stable compared to previous examinations. An MRI of (B)(6) 2021 also shows the stability of the lesions observed. On (B)(6) 2020 a mineralogical analysis of the left horn found the presence of inorganic tin particles. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 22.833 kg/sqm. [Biopsy] in 2019: 30 particles of tin in the left uterine horn adjacent to the essure insertion [blood test] in 2019: to test levels of heavy metals (ongoing, results not provided) [hysteroscopy] on (B)(6) 2012: the iud is in place. The essure placement in the right fallopian tube without difficulty despite the presence of the iud since the ostium was clearly visible. On the left, on the other hand, the branch of the iud goes up in the horn. The iud was slightly relocate and put an essure system in place. Unfortunately, the iud raises a little with the essure system and physican had to place a second coil system on the left. The rest of the visualization of the abdominal cavity gives no new element and the iud must be removed because the thread is curled up in the bottom of the cavity [imaging procedure] on (B)(6) 2012: implants in good position, a third implant is visible in left iliac projection [magnetic resonance imaging] on (B)(6) 2016: a spinal MRI found no spinal lesion [magnetic resonance imaging abdominal] in 2019: planned to locate the 3 implants and migration of one insert outside the tube and closed to the iliac vessels, major adenomyosis [magnetic resonance imaging head] in 2016: a cerebral MRI with injection found an active cerebral demyelinating pathology right and left frontal and left parietal; on (B)(6) 2018: a decrease in the size of the main right frontal lesion. Increase in size of an upper left parietal lesion and appearance of a new right parietal lesion and brainstem protuberance. No sign of lesion activity after injection [pathology test] in 2019: adenomyosis and numerous paratubal cysts. Granulomas were found in the tubal horn region as well as in the serous mucosa of the sigmoid which contained the essure insert [scan] in 2019: planned to locate the 3 implants [specialist consultation] in 2019: the patient describes the resolution of pelvic pain since the hysterectomy. She no longer presents any functional signs. A 12 cm long, perfectly healed, pubic pfannenstiel scar, concealed in the hair. [X-ray] in 2012: position control: one implant not in the fallopian tube. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 12-apr-2022: the follow information were included aka consumer's reporter, patient's details (height and weight), lab data, avenox frequency updated from one per month to one per week, jaw cramp, cramps of extremities, shoulder tendinitis, binocular vertical diplopia, demyelinating disease of central nervous system, unspecified. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm - health authorities in france, reference number: (B)(4)) on 07-aug-2019. The most recent information was received on 12-oct-2020. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('one implant no longer in the fallopian tube since the beginning (not located during control x-ray)/ migration of one insert outside the tube, close to the iliac vessels, in the serous mucosa of sigmoid, adjacent to terminal part of the colon') in a 42-year-old female patient who had essure (batch no. 915879, 810882) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "placement of 2 inserts on left side". The patient's previously administered products included for an unreported indication: iud. On (B)(6)2012, the patient had essure inserted. In 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced multiple sclerosis ("multiple sclerosis"). In 2018, the patient experienced hypothyroidism ("hypothyroidism"). On an unknown date, the patient experienced abdominal pain ("cramps for several years"), back pain ("lumbar pain"), vaginal discharge ("leukorrhea with pruritus") with vulvovaginal pruritus, adenomyosis ("major adenomyosis / uterine adenomyosis"), adnexa uteri cyst ("numerous bilateral paratubal cysts"), cervical polyp ("fibromucosal polyps of the endocervix"), musculoskeletal pain ("muscle and joint pain"), urinary tract infection ("urinary infections"), urinary incontinence ("urinary leaks"), alopecia ("significant loss of hair"), visual acuity reduced ("decline in visual acuity (other than that related to age)"), memory impairment ("memory disorders"), disturbance in attention ("decline in concentration"), migraine ("migraines, headaches"), fatigue ("disabling fatigue"), allodynia ("allodynia / mechanical, right thigh"), nasal disorder ("ent disorders"), ear disorder ("ent disorders"), pharyngeal disorder ("ent disorders"), foreign body reaction ("granulomas found in the tubal horn region and serous mucosa of the sigmoid (containing essure)"), arthralgia ("arthralgia: both wrists, elbows, left shoulder, right hip, both ankles"), myalgia ("muscle pain, both forearms, right thigh"), dizziness ("dizziness") and metal poisoning ("heavy metals poisoning"). The patient was treated with surgery (device removal by total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6)2019. At the time of the report, the device dislocation had resolved, the abdominal pain, back pain, vaginal discharge, adenomyosis, adnexa uteri cyst, cervical polyp, musculoskeletal pain, urinary tract infection, urinary incontinence, alopecia, visual acuity reduced, migraine, fatigue, allodynia, nasal disorder, ear disorder, pharyngeal disorder, foreign body reaction, arthralgia, myalgia and metal poisoning outcome was unknown, the multiple sclerosis and hypothyroidism had not resolved and the memory impairment and disturbance in attention was resolving. The reporter considered abdominal pain, adenomyosis, adnexa uteri cyst, allodynia, alopecia, arthralgia, back pain, cervical polyp, device dislocation, disturbance in attention, dizziness, ear disorder, fatigue, foreign body reaction, hypothyroidism, memory impairment, metal poisoning, migraine, multiple sclerosis, musculoskeletal pain, myalgia, nasal disorder, pharyngeal disorder, urinary incontinence, urinary tract infection, vaginal discharge and visual acuity reduced to be related to essure. The reporter commented: following the implantation of essure, the patient felt many physical signs that the medical profession did not associate with these implants. For several years, she frequently had cramps, muscle and joint pain, a decline in concentration, a decline in visual acuity (other than that related to age), a significant loss of hair. She had multiple sclerosis diagnosed in (B)(6)2016. She had hypothyroidism that started about a year before the time of the report. After essure removal, the patient noticed improvement of her physical and psychic health, notably for the concentration and memory disorders. According to the surgeon, the patient complained about all signs of heavy metals poisoning. Anatomo-pathological analysis found fibromucosal polyps of the endocervix with slight inflammatory changes, an uterine adenomyosis, and bilateral paratubal cysts. No sign of malignancy. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy - in 2019: 30 particles of tin in the left uterine horn adjacent to the essure insertion. Blood test - in 2019: to test levels of heavy metals (ongoing, results not provided). Magnetic resonance imaging abdominal - in 2019: planned to locate the 3 implants; in 2019: migration of one insert outside the tube and closed to the iliac vessels, major adenomyosis. Pathology test - in 2019: adenomyosis and numerous paratubal cysts. Granulomas were found in the tubal horn region as well as in the serous mucosa of the sigmoid which contained the essure insert. Scan - in 2019: planned to locate the 3 implants. X-ray - in 2012: position control: one implant not in the fallopian tube. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-oct-2020: information added: events (leukorrhea with pruritus, ¿arthralgia: both wrists, elbows, left shoulder, right hip, both ankles¿, ¿muscle pain, both forearms, right thigh¿, dizziness, heavy metals poisoning, fibromucosal polyps of the endocevix). We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority (B)(6) (reference number: (B)(4) on 07-aug-2019. The most recent information was received on 25-jun-2024. This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device dislocation ("one implant no longer in the fallopian tube since the beginning (not located during control x-ray)/ migration of one insert outside the tube, close to the iliac vessels, in the serous mucosa of sigmoid, adjacent to terminal part of the colon") in a 42 year-old female patient who had essure inserted (lot no. 915879, 810882) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: complication of device insertion ("one implant no longer in the fallopian tube since the beginning (not located during control x-ray)/ migration of one insert outside the tube, close to the iliac vessels, in the serous mucosa of sigmoid, adjacent to terminal part of the colon" on (B)(6) 2012), several episodes of intentional insertion of multiple contraceptive devices ("no removal of the iud during insertion in case of discomfort in the left horn,placement of a second implant at the same time." On (B)(6) 2012 and "placement of 2 inserts on left side"), inappropriate insertion of multiple contraceptive devices ("no removal of the iud during insertion in case of discomfort in the left horn, placement of a second implant at the same time." On (B)(6) 2012) and device monitoring procedure not performed ("lack of control of the inserter / absence of a plain abdomen x-ray in immediate post op / no reading of the plain abdomen x-ray control at three months"). The patient had a medical history of fibroadenoma of breast in 1995 and diplopia, congenital strabismus, primary tuberculous infection (treated at the age of 10 years) and parity 2 (in 1995, vaginal term delivery, birth of a male child weighing 3100g, and in 2000, vaginal term delivery, birth of a female child weighing 2900g, in good health, both in good health). Previously administered products included: liberte tt 380 standard and copper iud. The patient had a family history of family history of cancer and familial risk factor. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the day of essure insertion, she experienced device dislocation (seriousness criteria medically important and intervention required). In 2012 she experienced trismus ("she had cramps in her jaw"), muscle spasms ("she had cramps in herright arm") and rotator cuff syndrome ("left shoulder tendonitis"). In 2015 she experienced pyelonephritis ("pyelonephritis, recurrent"). On (B)(6) 2016 she experienced diplopia ("vertical binocular diplopia"). In (B)(6) 2016 she experienced relapsing-remitting multiple sclerosis ("multiple sclerosis / relapsing-remitting multiple sclerosis"). In 2016 she experienced demyelination ("active cerebral demyelinating pathology right and left frontal and left parietal found in MRI"). In 2018 she experienced hypothyroidism ("hypothyroidism"). On (B)(6) 2019 she experienced hypoaesthesia ("a fluctuating numbness of the lateral aspect of the left foot up to the small toe. There is no limit to the walking perimeter.") And skin hypertrophy ("sensation of cardboard skin in the pulp of the left little finger"). On unknown date she experienced pelvic pain ("pelvic pain"), abdominal pain ("cramps for several years"), dysmenorrhoea ("dysmenorrhea"), back pain ("lumbar pain"), menstrual disorder ("menstrual disorders"), vaginal discharge ("leukorrhea with pruritus"), vulvovaginal pruritus ("leukorrhea with pruritus"), medical device site granuloma ("granulomas found in the tubal horn region and serous mucosa of the sigmoid (containing essure)"), adenomyosis ("major adenomyosis / uterine adenomyosis / uterine endometriosis"), adnexa uteri cyst ("numerous bilateral paratubal cysts"), cervical polyp ("fibromucosal polyps of the endocervix"), visual acuity reduced ("decline in visual acuity (other than that related to age)"), dizziness ("dizziness"), migraine ("migraines, headaches"), fatigue ("disabling fatigue"), alopecia ("significant loss of hair"), arthralgia ("arthralgia: both wrists, elbows, left shoulder, right hip, both ankles"), myalgia ("muscle pain, both forearms, right thigh"), allodynia ("allodynia / mechanical, right thigh"), nasal disorder ("ent disorders"), ear disorder ("ent disorders"), pharyngeal disorder ("ent disorders"), ligamentitis ("anterior cruciate ligament inflammatory"), metal poisoning ("heavy metals poisoning / she also experienced symptoms consistent with tin poisoning"), urinary tract infection ("urinary infections"), urinary incontinence ("urinary leaks"), memory impairment ("memory disorders"), disturbance in attention ("decline in concentration"), eye disorder ("eye disorder"), skin disorder ("dermatological disorder"), nausea ("nausea"), headache ("headaches"), arrhythmia ("heart rhythm disorders") and asthenia ("asthenia"). The patient was treated with levothyrox (levothyroxine sodium) and avonex (interferon beta-1a) as well as surgery (device removal by total hysterectomy and bilateral salpingectomy on (B)(6) 2019) and non-drug therapy (shock waves). Essure was removed on (B)(6) 2019. At the time of the report, the memory impairment and disturbance in attention were resolving, the device dislocation, pelvic pain, trismus and muscle spasms had resolved and the relapsing-remitting multiple sclerosis and hypothyroidism had not resolved. The outcomes for abdominal pain, dysmenorrhoea, back pain, menstrual disorder, vaginal discharge, medical device site granuloma, adenomyosis, adnexa uteri cyst, cervical polyp, visual acuity reduced, migraine, fatigue, alopecia, arthralgia, myalgia, allodynia, hypoaesthesia, nasal disorder, ear disorder, pharyngeal disorder, ligamentitis, skin hypertrophy, metal poisoning, pyelonephritis, urinary tract infection, urinary incontinence, rotator cuff syndrome, diplopia, demyelination, eye disorder, nausea, arrhythmia and asthenia were unknown. The reporter considered abdominal pain, adenomyosis, adnexa uteri cyst, allodynia, alopecia, arrhythmia, arthralgia, asthenia, back pain, cervical polyp, demyelination, device dislocation, diplopia, disturbance in attention, dizziness, dysmenorrhoea, ear disorder, eye disorder, fatigue, headache, hypoaesthesia, hypothyroidism, ligamentitis, medical device site granuloma, memory impairment, menstrual disorder, metal poisoning, migraine, muscle spasms, myalgia, nasal disorder, nausea, pelvic pain, pharyngeal disorder, pyelonephritis, relapsing-remitting multiple sclerosis, rotator cuff syndrome, skin disorder, skin hypertrophy, trismus, urinary incontinence, urinary tract infection, vaginal discharge, visual acuity reduced and vulvovaginal pruritus to be related to essure administration. The reporter commented: following the implantation of essure, the patient felt many physical signs that the medical profession did not associate with these implants. For several years, she frequently had cramps, muscle and joint pain, a decline in concentration, a decline in visual acuity (other than that related to age), a significant loss of hair. She had multiple sclerosis diagnosed in (B)(6) 2016. She had hypothyroidism that started about a year before the time of the report. After essure removal, the patient noticed improvement of her physical and psychic health, notably for the concentration and memory disorders. According to the surgeon, the patient complained about all signs of heavy metals poisoning. Anatomo-pathological analysis found fibromucosal polyps of the endocervix with slight inflammatory changes, an uterine adenomyosis, and bilateral paratubal cysts. No sign of malignancy. Description of insertion procedure of essure: on the left, however, the branch of the iud goes back into the horn. We move this iud slightly and set up an essure system. Unfortunately the iud goes up a bit with the essure system and we are forced to place a second spring system on the left. The rest of the visualization of the abdominal cavity does not add anything new and the iud isnecessarily removed because the thread is curled up in the bottom of the cavity. On (B)(6) 2020, no new neurological event. Well tolerated treatment. The MRI of (B)(6) 2020 is stable compared to previous examinations. An MRI of (B)(6) 2021 also shows the stability of the lesions observed. On (B)(6) 2020 a mineralogical analysis of left horn found the presence of inorganic tin particles. According to the patient, she experienced gynecological and extra-gynecological symptoms related to essure (essure inserted on (B)(6) 2012); she also experienced symptoms consistent with tin poisoning, following the insertion of essure. The patient stated that she experienced symptoms due to deterioration of essure with particles releas. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 22.833 kg/sqm. [Biopsy] in 2019: 30 particles of tin in the left uterine horn adjacent to the essure insertion [blood test] in 2019: to test levels of heavy metals (ongoing, results not provided) [hysteroscopy] on (B)(6) 2012: the iud is in place. The essure placement in the right fallopian tube without difficulty despite the presence of the iud since the ostium was clearly visible. On the left, on the other hand, the branch of the iud goes up in the horn. The iud was slightly relocate and put an essure system in place. Unfortunately, the iud raises a little with the essure system and physician had to place a second coil system on the left. The rest of the visualization of the abdominal cavity gives no new element and the iud must be removed because the thread is curled up in the bottom of the cavity [imaging procedure] on (B)(6) 2012: implants in good position, a third implant is visible in left iliac projection [magnetic resonance imaging] on (B)(6) 2016: a spinal MRI found no spinal lesion [magnetic resonance imaging head] in 2016: a cerebral MRI with injection found an active cerebral demyelinating pathology right and left frontal and left parietal; on (B)(6) 2018: a decrease in the size of the main right frontal lesion. Increase in size of an upper left parietal lesion and appearance of a new right parietal lesion and brainstem protuberance. No sign of lesion activity after injection [magnetic resonance imaging pelvic] in 2019: planned to locate the 3 implants and migration of one insert outside the tube and closed to the iliac vessels, major adenomyosis [pathology test] in 2019: adenomyosis and numerous paratubal cysts. Granulomas were found in the tubal horn region as well as in the serous mucosa of the sigmoid which contained the essure insert [scan] in 2019: planned to locate the 3 implants [specialist consultation] in 2019: the patient describes the resolution of pelvic pain since the hysterectomy. She no longer presents any functional signs. A 12 cm long, perfectly healed, pubic pfannenstiel scar, concealed in the hair. [X-ray] in 2012: position control: one implant not in the fallopian tube quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 25-jun-2024: medical record received. New event eye disorder, dermatological disorder, nausea, headaches, heart rhythm disorders & asthenia were added. According to the patient, she experienced gynecological and extra-gynecological symptoms related to essure (essure inserted on (B)(6) 2012); she also experienced symptoms consistent with tin poisoning, following the insertion of essure. The patient stated that she experienced symptoms due to deterioration of essure with particles release). We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6) health authorities in (B)(6), reference number:(B)(4)) on 07-aug-2019. This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ('one implant is no longer in the fallopian tube since the beginning (not located during control x-ray)') and multiple sclerosis ('multiple sclerosis') in a (B)(6) year old female patient who had essure (batch no. 915879 / 810882) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced multiple sclerosis (seriousness criterion medically significant). In 2018, the patient experienced hypothyroidism ("hypothyroidism"). On an unknown date, the patient experienced abdominal pain ("cramps for several years"), musculoskeletal pain ("muscle and joint pain"), disturbance in attention ("decline in concentration"), alopecia ("significant loss of hair") and visual acuity reduced ("decline in visual acuity (other than that related to age)"). The patient was treated with surgery (device removal planned, possibly with a hysterectomy). At the time of the report, the device dislocation, multiple sclerosis and hypothyroidism had not resolved and the abdominal pain, musculoskeletal pain, disturbance in attention, alopecia and visual acuity reduced outcome was unknown. The reporter provided no causality assessment for abdominal pain, alopecia, device dislocation, disturbance in attention, hypothyroidism, multiple sclerosis, musculoskeletal pain and visual acuity reduced with essure. The reporter commented: following the implantation of essure, the patient felt many physical signs that the medical profession did not associate with these implants. For several years, she frequently had cramps, muscle and joint pain, a decline in concentration, a decline in visual acuity (other than that related to age), a significant loss of hair. She had multiple sclerosis diagnosed in (B)(6) 2016. She had hypothyroidism that started about a year before the time of the report. At the time of the report, the patient was treated by a doctor for the explantation of these implants (surgery expected within a few weeks). Diagnostic results (normal ranges are provided in parenthesis if available): blood test in 2019: to test levels of heavy metals (ongoing, results not provided). Nuclear magnetic resonance imaging abdominal in 2019: planned to locate the 3 implants. Scan in 2019: planned to locate the 3 implants. X-ray in 2012: position control: one implant not in the fallopian tube. Further lot number was 810882. We received a lot number in this case. A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.